Event description:
No additional information.

Manufacturer narrative:
1. DHR/bhr review(lot#3108434): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. It is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample, no actual sample returned, the root cause of the complaint defect cannot be confirmed, which may be related to the wrong use of the product.

Event description:
It was reported the bd intima-ii leaked. The following information was provided by the initial reporter. On (B)(6) 2023, the patient went to the CT room of the radiology department for cervical vascular cta, gave an 18g intravenous indwelling needle to establish intravenous access, no abnormalities were found when the tube was prefilled, the patient entered the CT examination room, connected the high-pressure syringe tubing, manual pressure test was no abnormality, 5ml/s speed high-pressure injection 0.9% sodium chloride injection was given, when injected to 25ml, it was found that there was a rapid outflow of liquid at the indwelling needle in self-monitoring, and the injection was stopped immediately, and the local swelling at the front end of the puncture site was found in the examination room (1.5* 1.5cm), the white blockage end of the needle at the end of the indwelling needle leaks out, and there is liquid outflow at the end. The indwelling needle was removed, and the 20g intravenous indwelling needle was re-administered to complete the examination. The extracted 18g intravenous indwelling needle was demonstrated with a prefilled injection for pulse sealing, and liquid outflow was found at the end of the indwelling needle. The patient was given a second venous needle puncture and covered with a hydrocolloid dressing for local swelling.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.